Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked reservoir tube lip, cracked case near display window corners, cracked display window, and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated a button was not pressed for longer than 3 minutes. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.